Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain. The pump was used to deliver sufentanil. Dose and concentration information was unknown. It was reported that the pump was refilled on (B)(6) 2024 and, within the next couple of days, the pump started beeping again. The hcp confirmed that the low reservoir alarm had gone off prior to the refill and the current reservoir volume showed 17.9ml. Technical services reviewed steps to silence the current active alarm. The troubleshooting steps that were taken on the call to technical services resolved the issue. Additional information received from a health care provider (hcp) indicated that the pump alarming after refill was first observed at (B)(6) 2024. The hcp stated that they were not sure what type alarm was occurring. The hcp then stated that the pump started to "beep" after refill on (B)(6) 2024, called the customer service line, and they stated that the new system had to be reset. The hcp stated that after it was reset, the alarm stopped and there were no more problems. The hcp also stated that this alarm occurred after a recent update to the synchromed clinician software to version 2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.